Manufacturer narrative:
The reported complaint of, "the autopulse platform (sn (B)(4)) stopped compressions and displayed 'realign patient' error message," was confirmed in the archive data, but was not confirmed during the functional testing. No malfunction was observed that could have caused, or contributed to the patient's death. The autopulse platform functioned appropriately, and as intended. The likely root cause relates to the patient's weight exceeded maximum weight limit of the platform during the use of the platform. Upon visual inspection, no physical damage was observed. A review of the archive file showed the autopulse platform stopped compressions multiple times due to ua07 (discrepancy between load 1 and load 2 too large) error messages. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test) due to the patient not oriented on the autopulse platform correctly, the patient has shifted during compression, or take-up. Load cell characterization test indicated both cell modules are functioning within the specification. In addition, the platform stopped compression for 8 times due to ua19 (max applied load exceeded) error messages were also observed. At each time of the stop compression, only a few compressions were initiated. The load plate has detected too much weight being applied (> 270 lbs. /123kg). The max load sum exceeded 344 lbs. This normally is experienced when the patient's chest is so stiff and hard to compress. These error messages were observed on 4 september 2020, thus, confirming the reported complaint. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example, ua 7 error message alerts the operator that the patient is out of position, and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient, and the lifeband are aligned, and then restart the platform. The autopulse platform passed initial functional testing without any fault or error. During final functional testing, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries, until discharged without any fault or error. Load cell characterization test indicated both cell modules are functioning within the specification. No device malfunction was observed. Waiting for customer's approval for service. Per medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start, or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
Patient#2: during patient use, the autopulse platform (sn (B)(4)) stopped after a couple of compression and displayed "check patient alignment" message. The crew immediately perform manual CPR. Patient expired. Per reported, death is not related to the autopulse platform. Please see the following related MFR report: ccr 51335, MFR # 3010617000-2020-01073 for patient 1.